Event description:
The pump was returned for investigation. Investigation revealed that the force sensor shim plate was dimpled. The battery compartment was cracked from the threads and the display was faded and pink. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed loss of prime with low non-zero force. Investigators performed pump rewind, load, and prime with no loss of prime. Pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. Force sensor calibration was not in specifications. Opened pump and removed from case. Forces sensor plate was dimpled. Removed force sensor from pump. Force sensor shim plate was dimpled. Force sensor resistance was 22.3k ohms. The black box also recorded loss of prime with high force following occlusions. The black box also recorded loss of prime with high force following occlusions. The battery compartment was cracked from the threads to case seal. Threads were intact. No corrosion in battery compartment. Battery cap threads were intact. Battery cap spring showed no sign of corrosion. Removed pump from case. No corrosion in pump. The display was faded and pink. (B)(6).